Manufacturer narrative:
(B)(4). Method: testing was not performed on the device evaluation. Results: no results available since no evaluation performed. Conclusions: conclusion not yet available evaluation in progress. (B)(4) is a custom-designed software version designed to work only with an autoscan-4 instrument and automated inoculation and incubation system. Only one customer in (B)(6)is using this (B)(4) version v3.5. The software is performing as intended.

Manufacturer narrative:
This is an internal complaint. Further investigation revealed a gap in the procedural requirements for assay and software design controls. The procedure did not make provisions to document software considerations, in addition to the algorithm. The procedure was revised to include this requirement, as well as other requirements for additional applicable detailed labeling information. For example, instructions were added for the labpro operator's guide in order to document requirements that affect the software. (B)(6).

Event description:
It was reported that the panel processing customization window in (B)(4) allows the operator to leave unchecked autoscan-4 (as4) for 24 hours holds for enterococci and vancomycin (dried overnight). When unchecked, the 24 hour hold becomes recommended rather than required for vancomycin (va) mic result. If this occurs, it would be possible to report a potentially false susceptible interpretation for enterococci and va because the panel was not held to 24 hours.